Event description:
Patient presented to the physician with an infection at the neck incision site. Physician admitted the patient and placed them on IV antibiotics for 48 hours, which failed to show improvement. Due to the lack of response to treatment, the physician brought the patient into the or and found that the source of infection was identified at the chest pocket, with the infection traveling up to the neck incision. The entire inspire system was removed, and the incision sites were closed.